Event description:
It was reported that a problem with the patient programmer was reported. The patient was not able to make adjustment both with or without antenna attached. The patient programmer would not connect with or without antenna. The patient received new patient programmer from repair today ((B)(4) 2015) and it did not resolve the reported issue, patient programmer works alone, patient programmer does not connect with the antenna. Broken external antenna was noted. No medical or therapy problem was reported. No out of box failure was reported. Patient programmer/ ptm antenna was damaged. New patient programmer did not resolve the issue with antenna attached. The patient received a replacement programmer under rpi# (B)(4) and her external antenna did not work with it. No telemetry. Getting poor communication screen. No indication of patient harm. It was also noted: interstim device -- patient needs help with level as on the practice one. Isn¿t working as well. Upon device return of programmer 3037, (B)(4), analysis found that resoldered antenna jack for preventive maintenance. C200. Model 37092, antenna, no device returned. C500. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider noted that there was a 50 % or greater symptom reduction. The event cause was not determined; it was unknown if it was device related. Reprogramming was not needed. The patient did not experience a loss of therapeutic effect nor a loss of stimulation. The patient was recovered without permanent impairment. This reporter was unclear on the issue. The device was working fine and well at the patient's post-op visit.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. Product ID: 3889-28, lot# va0rxlr, implanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare provider noted that the patient was having issues with the patient programmer. It was unknown if there was a 50% or greater symptom reduction. The component involved in the event was noted as the programmer. The patient was not able to use the patient programmer. It was not reading. The patient was provided a new patient programmer. The event cause was not determined; it was device related. The patient was recovered without permanent impairment. The patient was scheduled to be seen in (B)(6) 2015.